Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received updating the onset date to on (B)(6) 2022. The adverse event was treated with speech therapy.

Event description:
Additional information was received reporting that the sponsor assessment was updated to not related to index procedure, device vant age, ancillary device, or dual antiplatelet therapy (dapt). Aneurysm location was updated to internal carotid artery (ica) c7.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a patient treated with a pipeline device experienced aphasia. The onset date was (B)(6) 2022 and the patient recovered/issue resolved on  (B)(6) 2023. This adverse event led to prolongation of existing hospitalization. This event did not lead to congenital anomaly, death, disability, or medical intervention, and was not life threatening. This was not related to the disease under study. This resulted in a new or worsening of existing neurological deficits. Symptoms lasted more than 24 hours. The patient experienced aphasia post large left frontal meningioma surgery progressive improvement of aphasia during hospitalization. On the motor level there is no neurological deficit. The patient was independent. The site assessed this event as not related to antiplatelet medication, study ancillary device, study device, or study procedure. The sponsor assed this event as possible related to the vantage, not related to the index procedure, ancillary device or dual antiplatelet therapy (dapt). Aneurysm information is as follows: aneurysm number: 1, side (hemisphere): right, location (vessel): middle cerebral artery, location of aneurysm in vessel: sidewall, aneurysm morphology: saccular, maximum aneurysm diameter: 10.5mm, aneurysm dome height: 7.4mm, aneurysm dome width: 10.5mm, aneurysm neck size: 4.3mm, parent artery diameter distal to aneurysm: 2.9mm, parent artery diameter proximal to aneurysm: 4.1mm, post implant - specify stasis at the end of the procedure: complete stasis, post implant - complete neck coverage at the end of the procedure: y, post implant - indicate aneurysm occlusion (raymond and roy) at the end of the procedure: class 1.